Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 506 mg/dl. The customer was experiencing symptoms of vomiting and dizzy. The customer was treated with manual injection. After the troubleshooting was done, customer found out that drive support cap is loose. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap is loose. The customer doesn't recall pressing the cap while connected. The customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked belt clip slot.